Manufacturer narrative:
(B)(4). Concomitant products: 824672002, ste navicular plt lt small, 924860. 131212620, peg fully thread 2.5mm x 20, 474820. 131212620, peg fully thread 2.5mm x 20, 523140. 131212620, peg fully thread 2.5mm x 20, 952920. 131212622, peg fully thread 2.5mm x 22, 952930. 131212624, peg fully thread 2.5mm x 24, 367070. 131212626, peg fully thread 2.5mm x 26, 085530. 131212626, peg fully thread 2.5mm x 26, 181900. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a procedure in which a foot plating system was implanted. Approximately 11 months later, the plate fracture while the patient was in rehabilitation due to excessive rehabilitation. No intervention or additional information has been reported to date.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.